Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The target lesion was located in the right coronary artery. A 38x2.75mm promus premier¿ drug-eluting stent was advanced but it failed to cross the lesion. During removal of the stent delivery system, it was noted that the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The struts at the proximal end of the stent were bunched and raised in a distal direction, the distal to centre struts were stretched, bunched and distorted. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found kinks in the hypotube shaft profile. The visual and tactile examination of the shaft polymer extrusion profile found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The target lesion was located in the right coronary artery. A 38x2.75mm promus premier¿ drug-eluting stent was advanced but it failed to cross the lesion. During removal of the stent delivery system, it was noted that the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.